Manufacturer narrative:
19-feb-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Injured gums [gingival injury], injured lips [lip injury] , brush head regularly slipped down - oral-b [device breakage] , attachment that came loose...no more secure hold - oral-b [device connection issue], locking mechanism, which holds the attachment on the wire pin of the electric toothbrush, was worn out - oral-b [device physical property issue] . Case narrative: consumer via e-mail stated that the oral-b toothbrush's locking mechanism holding the oral-b toothbrush head attachment on the wire pin of the electric toothbrush was worn out, such that the brush head regularly slipped down. The oral-b toothbrush head attachment came loose and did not have a secure hold. They injured their gums and lips. No serious injury was reported. 07-jan-2025 case update: the suspect product lot was bh13350204. No serious injury was reported. 28-jan-2025 case update from information initially received on 07-jan-2025: the suspect product was oral-b rechargeable toothbrush handle 3771. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Injured gums [gingival injury], injured lips [lip injury], brush head regularly slipped down - oral-b [device breakage], attachment that came loose, no more secure hold - oral-b [device connection issue], locking mechanism, which holds the attachment on the wire pin of the electric toothbrush, was worn out - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush's locking mechanism holding the oral-b toothbrush head attachment on the wire pin of the electric toothbrush was worn out, such that the brush head regularly slipped down. The oral-b toothbrush head attachment came loose and did not have a secure hold. They injured their gums and lips. No serious injury was reported.